Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a cystoscopy + suburethral sling mesh placement ( lynx ) procedure performed on may 20, 2010 for the treatment of stress urinary incontinence. Along with the lynx placement, the patient also had anterior and posterior enterocele repair + elevate anterior - posterior and enterocele mesh + sacrospinous ligament fixation procedure to treat the patient with cystocele, rectocele, and enterocele. Postoperatively, findings showed third degree cystocele, rectocele and enterocele. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2010, implant date, as no event date was reported. (B)(6). Imdrf patient code e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.